Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed a chronic suppurative otitis media with ongoing ear discharge and a perforated tympanic membrane. An electrode extrusion was later observed near the internal auditory canal. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.